Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed creatinine (cre2) result was obtained on the dimension exl 200 system. Siemens headquarters support center (hsc) completed the investigation of the event. No instrument data files were available for the date of the event. The cause of the event is unknown. Hsc has reviewed the available information and concluded that this in not a cre2 reagent lot or assay issue. Quality control results at the time of the event were within laboratory range. No further issue was observed after this single event. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed creatinine (cre2) result was obtained on a patient sample on the dimension exl 200 system. The result was not reported to the physician(s). The same sample was reprocessed and a higher result was obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (cre2) result.